Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test (B)(4). Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to performed or reproduce skin irritation in lab.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 300 mg/dl, blood glucose 288 mg/dl was and the sensor glucose was 40 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.